Event description:
Information was received that during testing, a smiths medical cadd legacy is under delivering. No adverse effects reported.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in used condition. The pump was visually inspected and three separate delivery accuracy tests were performed. The customer's concern regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. No fault was found with the device.